Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple no delivery alarms on two different days. The customer's blood glucose was 490 mg/dl. The customer treated herself with a manual injection. The customer was unable to troubleshoot because she was driving. The customer stated that she had already changed the infusion set. Advised customer to call back when the alarm was occurring in order to troubleshoot. Advised replacement infusion sets would be sent. Nothing further reported.